Event description:
During the implant procedure on (B)(6) 2023, the physician nicked the external jugular with a codman tunneler. Physician applied pressure and used a hemostatic agent to stop the bleeding. Patient arrived for follow-up appointment and presented with an asymptomatic pulmonary embolism that was observed on CT imaging. Patient has been on eliquis for 6 months and was referred to a hematologist. The physician states it is not known if the embolism was present prior to the implant surgery or developed post-implant.